Manufacturer narrative:
Patient information is not available for reporting. Exact date of symptom onset is unknown; however, the diagnosis was made during a hospital visit on (B)(6) 2016. (B)(4). Per facility, the complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: april 14, 2015 - expiry date: april 1, 2025. Article was sterilized by supplier (B)(4). The lot of (B)(4) pieces was released after the sterilization process with no deviations nor non-conformance reports generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient developed an infection that was diagnosed approximately eight (8) months post-operatively. The patient originally underwent a tomofix plating procedure for high tibial osteotomy (hto) on (B)(6) 2015. On (B)(6) 2016, the patient presented to the hospital with reports of pain and swelling. Based upon high creatin protein levels, the doctor diagnosed the patient with infection. The patient returned to the operating room on (B)(6) 2016 for revision. During the procedure, the surgeon noted that the infection was limited to the area around the plate; therefore, the hardware was removed, but the artificial bone was left in situ. At this time, the patient is being monitored via post-operative follow up. This report is 4 of 7 for (B)(4).